Manufacturer narrative:
Tech found the bed in bed shop. Found that the head section would not go up. No alarms. Cause - the head up valve was stuck. Replaced the head up valve to resolve this issue.

Event description:
Complaint alleged that the head section would not go up. No alleged injury by account.